Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation with a rapid ventricular response at 142 bpm with motion artifact contributed to the false detection. The pt was at home in the bathroom at the time of the event. The pt was conscious at the time of the event. A review of the downloaded data confirms the pt pressed the response buttons briefly after the treatment was delivered but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt did not seek medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4), 12/2011 - reuse. Electrode belt (B)(4), 02/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial g960083 ((B)(6) per pt-month with (B)(6) confidence). (B)(4).